Manufacturer narrative:
(B)(4)

Event description:
Synthes (B)(4) sales consultant reported to the (B)(4) product manager during an open reduction internal fixation (orif) mandible, the unknown locking screw went through the matrixmandible mini plate tension bandplate and stripped the plate hole. The surgery was completed using the same or like plate. This complaint is on the unknown locking screw. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown locking screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.